Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug deployment button of a 7f exoseal vascular closure device (vcd) was pressed to release the plug. However, the plug of remained in the tip end of the rod after a few seconds. This occurred during blocking, when the indicator window turned black. Hemostasis was achieved by manual compression. There were no reports of patient injury. The operator suspects that the rod had not been fully retracted into place, resulting in the plug not being released. The deployment button was fully depressed and flushed against the handle, and the exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. The plug did not fall out of the exoseal vcd shaft upon removal from the patient and was found fully inside the shaft. The indicator wire was not visible when the device was removed. The exoseal vcd was used in an interventional procedure with a retrograde approach. The patient¿s bmi was not greater than 40, and the physician had achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. A non-cordis catheter sheath introducer was used. The device was stored and prepped per the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site had no visible calcium/plaque, no access vessel tortuosity, no stent near the puncture site, and no vessel stenosis greater than 50% at or near the puncture site. The target femoral site had been previously closed with manual compression for angiography less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the plug deployment button of a 7f exoseal vascular closure device (vcd) was pressed to release the plug. However, the plug of remained in the tip end of the rod after a few seconds. This occurred during blocking, when the indicator window turned black. Hemostasis was achieved by manual compression. There were no reports of patient injury. The operator suspects that the rod had not been fully retracted into place, resulting in the plug not being released. The deployment button was fully depressed and flushed against the handle, and the exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. The plug did not fall out of the exoseal vcd shaft upon removal from the patient and was found fully inside the shaft. The indicator wire was not visible when the device was removed. The exoseal vcd was used in an interventional procedure with a retrograde approach. The patient¿s bmi was not greater than 40, and the physician had achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. A non-cordis catheter sheath introducer was used. The device was stored and prepped per the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site had no visible calcium/plaque, no access vessel tortuosity, no stent near the puncture site, and no vessel stenosis greater than 50% at or near the puncture site. The target femoral site had been previously closed with manual compression for angiography less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. One non-sterile vascular closure device 7f - us was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Per visual analysis, the unit was already inserted into a non-cordis csi (catheter sheath introducer) the button/deployment lever on the device was pressed, and the plug was not present on the delivery shaft, which was found with dry blood residues, with the indicator wire retracted. The indicator window was received on white/black/red position and the cowling guard was found locked. No anomalies were observed during the analysis. Dimensional analysis was performed on the delivery shaft of the unit. The distal tip inner diameter was measured and compared. The results were within specification (passed) for the distal tip inner diameter (ID) specification. The functional test could not be performed successfully since the device was already deployed. The internal mechanism was inspected, and no anomalies were found. Based on the information available for review and the product analysis, the reported event of ¿vascular closure device (vcd) deployment difficulty unable¿ was not observed. Functional testing was not possible due to the fully deployed state of the device, which does not match the event reported. The plug was not returned. Dimensional analysis of the inner diameter at the delivery shaft distal tip was within specification. The internal mechanism of the unit was inspected, and no anomalies were found. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Handling factors are possible since it was reported that the operator suspects that the rod had not been fully retracted into place, resulting in the plug not being released. According to the instructions for use (IFU), the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. The user is then instructed to press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. The IFU cautions that care should be taken to ensure no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button, the user is instructed to retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. The product analysis did not provide evidence to suggest the failure was related to the manufacturing or design process therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug deployment button of a 7f exoseal vascular closure device (vcd) was pressed to release the plug. However, the plug of remained in the tip end of the rod after a few seconds. This occurred during blocking, when the indicator window turned black. There were no reports of patient injury. The operator suspects that the rod had not been fully retracted into place, resulting in the plug not being released. The device will be returned for evaluation.